Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the system performance issue. A field service engineer discovered that the station was in a disconnected mode, which prevented the biometric identification scanner from logging in. A technical support specialist rebooted the all-in-one server in 05864805 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had bio-ID malfunction. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.